Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored, the battery compartment was cracked, and the battery cap had stripped threads. This report is made based on results of investigation completed on 06/08/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the display screen was dim and discolored. The threads on the battery cap were stripped and the cap couldn¿t be secured to the pump. The battery compartment was cracked along the side. Unrelated to these issues, the keypad was missing from the pump, but all of the buttons were normally responsive. (B)(6).